Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a burning irritation under the rear therapy electrodes. The patient's physician recommended that the patient remove the lifevest and use (B)(6). The irritation improved after the lifevest was removed.